Event description:
The customer reported to olympus that after the procedure, leak testing found leaks coming from the bending section cover or distal sheath of the evis exera ii duodenovideoscope. Upon inspection and testing of the returned device, dirt was found inside of the light guide lens and foreign materials was found in the scope forceps elevator due to insufficient or incorrect reprocessing. This report is being submitted for the event found during evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found: crack/damage bending section cover or distal sheath, air/water leakage from the insertion tube/bending section, crack/damage endoscope connector, damage/crack to objective lens due to a shock caused by dropping and knocking the endoscope to a hard surface/object, adhesive on bending section cover or distal sheath detached, cracked light guide lens, distal end cover adhesive peels off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, dented distal end cover, cracked/chip on charged coupled device, worn out angle wire, starches/damages to scope connector cover, damaged to protector of universal cord on scope connector cove, dent on switch box, dirt found inside light guide lens, and foreign materials found in the forceps elevator. The faulty parts were replaced and device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer's reprocessing staff is trained by omsi team, and they are practicing the reprocessing steps as per our training and the instructions. Moreover, the affected endoscope possessed leakage and in leaking conditions the scope is not subjected for any further reprocessing restricting manual cleaning (brushing).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation, to update b5, and to correct g3 of the initial medwatch. Additional information to b5 of the initial medwatch. The customer's reprocessing staff is trained by omsi team, and they are practicing the reprocessing steps as per our training and the instructions. Moreover, the affected endoscope possessed leakage and in leaking conditions the scope is not subjected for any further reprocessing restricting manual cleaning (brushing). Correction to g3 of the initial medwatch. The aware date should be 17-feb-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. -due to a cut on the bending section rubber, water tightness is lost. -due to deformation of connector, water tightness is lost. -objective lens has a scratch. -adhesive on the bending section rubber is detached. -the bending section rubber has cut. -connecting tube has coating peeling. -connecting tube has a wrinkle. -forceps channel port is shaved. -grip has a scratch. -suction cylinder is shaved. -control unit has a scratch. -switch box has a dent. -protector of universal cord on connector side is damaged. -universal cord has a scratch. -the device cover unit has a scratch. -light guide cover glass has a scratch. -universal cord is deformed. -due to wear of angle wire, bending angle in all directions do not meet the standard value. -due to damage on ccd unit, the image has white dots. -due to clogging of nozzle, water removal ability does not meet the standard value. -the cover has a dent. -light guide lens has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that the reprocessing steps recommended in the instructions was not performed completely due to leak of the device. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.